Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed that beginning 2016-09-01, the atrial capture threshold measured 2.5 volts and consistently measured 2.5 volts.

Event description:
It was reported that at a device check, the atrial lead exhibited high thresholds and low sensing. An x-ray showed that the position of the lead had not migrated, but that it seemed to be pulled slightly. The lead was subsequently repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.